Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found conforming. Cut testing was performed and found non-conforming. Actuation and aspiration testing was performed and found conforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the cutting edge, bend area, and several locations along the inner cutter. The complaint evaluation confirms the probe had a cut issue. The most likely root cause for the poor cutting is the probe being used in surgery for approximately 20 minutes, which most likely caused the inner cutter to become worn. The wear marks on the cutting edge, bend area, and several locations along the inner cutter also support that this is not a manufacturing related issue. The exact root cause for the cut issue cannot be determined from this evaluation, therefore no specific action with regard to this complaint was taken by the manufacturing location. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the viterctomy probe did not cut during a procedure. Aspiration function is unknown. Procedure completed with no patient harm. No additional information is expected.